Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net. Upon interrogation, the pulse generator exhibited far r wave oversensing. The patient has not been seen in a long time and would be brought into clinic for further evaluation. On (B)(6) 2016, the asymptomatic and pacer dependent patient presented in clinic for follow up. The device was reprogrammed.